Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that a revision surgery was performed to do a poly swap and synovectomy. The patella came out easy when surgeon tested it with an osteotome.